Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse testing) has been confirmed. Upon investigation the monitor failed pulse testing at the distributor. The cause for the pulse test failure was isolated to oxidation on inter-pca connectors j1002 and j1003. The oxidation build-up on the tin connectors increased the resistance, causing the pulse test failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that failed incoming pulse testing.